Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. The cause of the reported death could not be determined with the available information. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized prior to death for another indication. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.